Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient feels like their stimulator is throbbing in their head and they are not getting the correct numbers right. Patient stated this has been going on for a couple days. Agent asked if patient has had any adjustments made to their stimulation and patient stated they have been doing it on their own because it was working good at 2.9 or 3.0 but now it is too much and their symptoms are kind of bad. Patient confirmed they have the up and down arrows on group c but not on group a or b. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.